Manufacturer narrative:
B5: additional information received on 15-nov-2022 via email and attached to complaint object: the reported product fault occurred while in use with a patient and it is unknown if the product issue caused or contributed to patient or clinical injury. Date of event was july 18, 2022. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required., corrected data: correction: d4: model number: 2110.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that infusion rate was off when the patient was connected to the pump. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a scratched lcd lens, peeling downstream sensor seal, and missing battery door. There was evidence of the error recorded in the event history log. The customer reported problem was not verified. Three separate delivery accuracy tests were performed. The pump was over delivering but within the published specification. It was recommended however that the pumps expulsor be replaced in order to bring the delivery into more nominal of a range. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).